Event description:
It was reported that the physician repositioned the right ventricular (rv) lead no reason was given for this. No additional adverse patient effects were reported.

Event description:
It was reported that the physician repositioned the right ventricular (rv) lead no reason was given for this. No additional adverse patient effects were reported.

Event description:
It was reported that the physician repositioned the right ventricular (rv) lead no reason was given for this. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: field bsc aware date from 3/25/2023 to 03/25/2024